Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube, and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error when she was checking her blood gluocse. Customer's blood glucose was over 200 mg/dl. Customer was outside gardening and buttons may have been pressed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.